Event description:
A bipap auto biflex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit, dust fail contamination, and a blower contributing to foam degradation. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.